Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler. A (B)(4) female patient presented with difficulty breathing, chest pain, and a history of chronic obstructive pulmonary disease (copd). All test samples appeared normal. Patient's whole blood sample was tested on triage device. Final diagnosis was not provided.

Manufacturer narrative:
Product support tested retained profiler w49552 with two normal whole blood donor samples, the same whole blood donor samples spiked with troponin (using calibrator a) to a target value of 0.40 ng/ml, negative control, calibrator z and positive control calibrator h for tni recovery. Product support also tested patient's samples which were returned on 10/07/2011. No high bias or false positive results were observed with any sample. No error codes or device issues were observed. All data points with cal z were below the manufacturing cutoff of 0.05ng/ml. All data points with the 2 normal whole blood donors were below the manufacturing cut off. No false positive was observed with cal z and normal whole blood donors. All data points with cal h were within the manufacturing 2sd range with 101% recovery (within the manufacturing final release specifications). No high bias was observed. All data points with the contrived whole blood samples were observed at or above 0.25ng/ml. Patient sample 1 on triage was <0.05ng/ml and 0.00ng/ml on access2. Patient sample 2 on triage was <0.05ng/ml and 0.00ng/ml on access2. No elevated tni observed for both patient samples. The customer's complaint of a false positive result was not observed with either returned patient samples or any control samples. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.